Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer was provided phone support and was advised to replace the sample probe which resolved the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous low patient results for multiple chemistries on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.